Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h6, and h11. Additional information: the pain was clarified as being chest neuropathic pain.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
A patient who was enrolled in a study underwent a da vinci assisted pulmonary segmentectomy. A chest tube drain was inserted post-surgery, removed the following day and the patient was discharged home. Two days after discharge, the patient experienced pain and required rehospitalization. The event was medically treated with an unspecified oral analgesic and the patient was discharged two days later. The site considered that post-operative neuropathic pain may have been higher due to the patient having a lower body fat. There was no report of a da vinci device malfunction.